Event description:
A malfunction was reported with the pump, identified as malfunction 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with instructions to reset the pump, and the malfunction did not recur after the reset. The customer continued using the pump for insulin therapy.